Event description:
The patient was transferred to a bed. While the nurse was pushing the lift away, the front castor run over the nurse's feet. As a result of the incident, the nurse sustained a broken toe. After the event the device was evaluated by an arjo representative and no malfunction was found.